Event description:
Freezing containers was found ruptured when removed from liquid nitrogen for thawing. Some of the contents of the container, peripheral blood stem cells for transplantation, were lost at the time of the event. Sufficient back up cells were on hand for transplantation. No adverse patient event reported in association with the breakage. The container was disposed of at the time of the event. During audit of this complaint file it was discovered that this event had not been reported.